Manufacturer narrative:
Reference: cardinal health= kit manufacturer busse hospital disposable= component manufacturer report received by busse hospital disposables from cardinal health on 09.24.2019 as a complaint. On 09.26.2019 cardinal health employee (B)(6) reported risk for injury and submitted copies of their complaint detail report. Emailed to request more information and also called on 09.26 at 12:12pm for the duration of 3 minutes to clarify information provided in the form. Event date read as (B)(6) 1980, (B)(6) reported that the exact date or month cannot be given/is unknown. Lot on report was not a busse lot. (B)(6) confirmed it is a lot from their c section kit which is lot#538312, catalog#sma12semwv- requested to trace and provide busse lot number. Informed (B)(6) the yankauer is sold bulk and not as a medical device to cardinal and that the part undergoes their process, therefore most likely a medwatch should be submitted by them. She informed that she will have to check with her quality department. I also mentioned the discrepancy between email noting patient harm and form mentioning no harm to patient. Emailed (B)(6) today to confirm busse will be submitting medwatch and also requested she provide (1)a copy of the medwatch report submitted by both cardinal health and the hospital/end user, (2) provide a status of the patient(s) and (3) re-confirm availability of sample(s). Internally, for busse, inspection of stock has been requested to be completed and investigation is underway (review of all related paperwork is ongoing). Thus far, visual and functional inspection of stock (lot in question no longer available) demonstrates product to be conforming. 09/30- received copy of medwatch submitted by the hospital (#(B)(4)), which mentions picture sample. Sample was requested from cardinal health and is pending. A copy of cardinal health's medwatch has also been requested and is pending. (B)(4).

Event description:
Report received from cardinal health, cardinal employee name: (B)(6). Reports under their case numbers (B)(4). Product is busse cat#2966, which is sold as a bulk/OEM to cardinal health- non-sterile, requires further processing the product the undergoes cardinal processes (assembly and sterilization) and placed in their c-section kit (their lot#538312 being reported by user). Busse has conducted visual and functional inspection of product in stock- busse lot reported is no longer available- thus far product has been found conforming. Have received copy of medwatch submitted by hospital ((B)(4)) and pending to received cardinal health medwatch copy, which has been requested.

Event description:
Report received from (B)(6) health, cardinal employee name: (B)(6). Telephone number: (B)(6)reports under their case numbers: (B)(4). Product is busse cat#: 2966, which is sold as a bulk/OEM to (B)(6) health- non-sterile, requieres further processing the product then undergoes cardinal processes (assembly and sterilization) and placed in their c-section kit (their lot#: 538312 being reported by user). Busse has conducted visual and functional inspection of product in stock- busse lot reported is no longer available- thus far product has been found conforming. Have received copy of medwatch submitted by hospital (B)(4) and pending to received (B)(6) health medwatch copy, which has been requested. Update 10/28/2019: this report now includes all reports made by (B)(6) health following the initial submission made and reference above. This includes case: (B)(6) was voided as per (B)(6) health notification and request.

Manufacturer narrative:
Reference: (B)(6) health, kit manufacturer. (B)(6) hospital disposable, component manufacturer. Report received by (B)(6) hospital disposables from (B)(6) health on (B)(6) 2019 as a complaint. On (B)(6) 2019, (B)(6) health employee (B)(6) reported risk for injury and submitted copies of their complaint detail report. Emailed to request more information and also called on (B)(6) at 12:12pm for the duration of 3 minutes to clarify information provided in the form. Event date read as on (B)(6) 1980, (B)(6) reported that the exact date or month cannot be given/is unknown. Lot on report was not a (B)(6) lot. (B)(6) confirmed it is a lot from their c section kit which is lot#: 538312, catalog#: sma12semwv- requested to trace and provide(B)(6) lot number. Informed (B)(6) the yankauer is sold bulk and not as a medical device to cardinal and that the part undergoes their process, therefore most likely a medwatch should be submitted by them. She informed that she will have to check with her quality department. I also mentioned the discrepancy between email noting patient harm and form mentioning no harm to patient. Emailed (B)(6) today to confirm (B)(6) will be submitting medwatch and also requested she provide (1) a copy of the medwatch report submitted by both (B)(6) health and the hospital/end user, (2) provide a status of the patient(s) and (3) re-confirm availability of sample(s). Internally, for (B)(6), inspection of stock has been requested to be completed and investigation is underway (review of all related paperwork is ongoing). Thus far, visual and functional inspection of stock (lot in question no longer available) demonstrates product to be conforming. 09/30- received copy of medwatch submitted by the hospital (#: (B)(4), which mentions picture sample. Sample was requested from (B)(6) health and is pending. A copy of (B)(6) health's medwatch has also been requested and is pending. Update 10/28/2019: the investigation process included a thorough review of all production and quality inspection documents at all stages of the product. These documents did not reveal any deviation from standard procedures established for the production of the specific part with the issue. Furthermore, there was no indication that the molding and post-operative bending processes experienced any condition that would cause the described condition. The material used to manufacture the yankauer does not exhibit physical properties indicated in the complaint. This material has been used for many years without any reports of breakage, when used as intended. The current stock of the yankauer at the time of the submission was re-inspected and was found conforming. Inspection included manipulation of cavities and bending, as well as measurement of wall thickness, which surpassed the minimum required readings. Samples (3ea) were later provided by (B)(6) health and submitted as evidence from case: (B)(4). The submitted samples validated the report: one piece showed tip missing and other piece showed minute crack like lines, identified during inspection as a witness line. (B)(6) then conducted further stock inspection, using the characteristics shown by the samples as guidance. Product inspected was found to be conforming, as no product in stock mimicked the properties shown by the samples. Pieces from stock were also further tested by applying extreme force/impact from a hammer and pliers. The part only demonstrated pliability but did not crack after multiple attempts were made. It can be concluded then, based on investigation and review of samples that molding has no implication on samples observed, as no flaw in the design was discerned. Over two hundred thousand pieces of the catalog in question have been sold since january 2018 to present day. It is sold as a bulk non-medical device to many other customers in large quantities, these customers have not made any reports of the nature; database of reports was reviewed and this is the first related complaint for the instrument. Investigation could only be conducted to this extend, as the part is sold for further processing to (B)(6) health as a bulk product, it is unknown to (B)(6) how the part is further processes by (B)(6) health, how these processes have been validated and how these affect the product. (B)(6) is unaware of the inspections, handling and processes the product is subject to once it leaves our facility.